Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep) concerning patient with an implantable neurostimulator (ins). The patient claims that she doesn't need to charge as frequently as she used to. When recharging, the recharger (insr) shows full charge with the water droplets next to the ins icon and the patient programmer shows 75% and then the patient goes back to the recharger and it shows 75% and charges for additional time. The rep indicated that the impedances are normal. The patient has not been using stimulation in the past week. The caller provided the following recharge stats from the clinician programmer: 9/6 duration 15 min charge level 75 the stimulator charge level did not increment; 9/6 duration 2.5 hours charge level 75-100%; 9/6 duration 0 min charge level 100% the stimulator charge level did not increment; 9/8 duration 0 min charge level 75% the stimulator charge level did not increment. Reviewed information about the charging. The caller will have the patient monitor the issue and reevaluate after more charging. It was also reported that the patient feels like stimulation is turning off. The caller indicated that impedances are normal and according to the stimulation usage log the ins is not turning off because it is depleting completely. The rep speculated that the ins is not turning off, but the patient isn't feeling stimulation. Reviewed information about stimulation. The caller will have the patient monitor the issue and reevaluate after more charging. The patient indicated that the issues started about 2.5 weeks ago (date of call (B)(6) 2020). No patient symptoms were reported.

Manufacturer narrative:
Continuation of d11: product ID: 37751, serial# unknown, product type: recharger. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the charger stops before the ins is charged to 100%. It would charge to 75% and say the charge was complete. They thought it stopped charging because the equipment got hot, but didn't show an antenna error.